Manufacturer narrative:
H.6. Investigation summary: DHR was reviewed for the lot # 8302274. No dicrepancy was reported and recorded in the DHR including ncps; product test results during manufacturing of lot # 8302274. The returned sample shows a hair present in the blister pack. The exact root cause could not be identified. The team verified the gmp during product packing including gowning, head caps, general cleanliness, clean room environment monitoring, and found all was in order and as per established standard norms. Proposed action plans include additional training, machine covers, new gowning and gloves, and a daily gmp audit.

Event description:
It was reported that the discardit 2ml with 25g*1"" needle experienced foreign matter contamination when a hair was found inside the packet.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the discardit 2ml with 25g*1"" needle experienced foreign matter contamination when a hair was found inside the packet.